Manufacturer narrative:
All operating currents were within specification and the off no power alarm functioned properly. No blank display was noted. No damage was noted on the isolation tape. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube and minor scratches on the display window.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the switch off alone and without alarm. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.